Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was login issue with the username and password. The technical support specialist dialed into the station, analyzed the station medapp log, and traced the error. They checked that the es server account was active and not locked, then restarted the ad sync service, the pyxis-identity-server, and the pyxis-identity app pool. The specialist notified the customer via email about the finding and suggested disabling the 'exempt from bio ID' option to skip the login using username and password. The customer mentioned that the bio-ID option was not applicable. The specialist advised the customer to reach out to the health information technology (hit) team to reset the password. The issue was resolved, and the customer stated the system was working normally. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es that there was login issue with the username and password. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.